Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pace impedance measurements greater than 2500 ohms while programmed to the pace and sense configuration of lead tip to lead ring. Boston scientific technical services (ts) indicated that it appears to be a chronic lv lead issue. Ts provided guidance to perform isometric and pocket manipulation testing while observing the impedance measurement. Ts also noted that the presenting electrogram (egm) appeared normal and that the patient paces in the lv one hundred percent of the time. The patient was subsequently seen in-clinic by a physician. While there, a boston scientific representative reprogrammed the lv pace and sense to the lead tip to device can configuration with a resulting impedance measurement of 633 ohms, which is within specification limits. The lead remains in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pace impedance measurements greater than 2500 ohms while programmed to the pace and sense configuration of lead tip to lead ring. Boston scientific technical services (ts) indicated that it appears to be a chronic lv lead issue. Ts provided guidance to perform isometric and pocket manipulation testing while observing the impedance measurement. Ts also noted that the presenting electrogram (egm) appeared normal and that the patient paces in the lv one hundred percent of the time. The patient was subsequently seen in-clinic by a physician. While there, a boston scientific representative reprogrammed the lv pace and sense to the lead tip to device can configuration with a resulting impedance measurement of 633 ohms, which is within specification limits. The lead remains in-service. No patient symptoms or adverse patient effects were reported. This lv lead was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates this lead is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.